Manufacturer narrative:
The company representative did not confirm nor replicate anything that would have contributed to the reported event. However, accessory parts were replaced as a preventive measure and returned on this investigation for evaluation. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The printed circuit board (pcb) interface and footswitch were both returned on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned parts were performed. The parts were installed into a system and tested. The reported event was not replicated and there was no problem found. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic console's laser misfired. The laser footswitch and laser footswitch interconnect breakout printed circuit board (pcb) was replaced. The details about patient impact was not reported. Additional information received clarifying that after the setup the ophthalmic laser was firing by itself. The procedure was completed by replacing the product with the other one.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).